Event description:
A (B)(6) male who slipped on ice at work came to e.d. On (B)(6) 2014 for same complaint. Pt was taken to the operating room on (B)(6) 2014 for orif of the r distal fibular fracture. Plate and screws were inserted. Pt was discharged home. He returned to the hospital as a medical pt for IV antibiotics for a wound infection. He was discharged home with a cam walker boot and to follow up with a wound care center. The pt continued to have problems with wound healing and wound dehiscence. He was returned to the operating room on (B)(6) 2014 for removal of hardware from the r.I. Distal fibula and partial resection of the r distal fibula.